Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a medication jam. A filed service engineer stated that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed or failed. The customer reported that there was a delay in dispensing the medication. The medication midazolin was only available on this station and was not available elsewhere. There were no adverse events or injuries reported based on this event.